Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 16mm proximal of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial and common plantar artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon first inflation the balloon ruptured at 8 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial and common plantar artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon first inflation the balloon ruptured at 8 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.